Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. The patient presented to the emergency room (ER) the following day with a fever of "103 degrees fahrenheit, cramping, low blood pressure and 15 white blood cell count". The patient was admitted into the hospital on (B)(6) 2014 and prescribed antibiotics. The culture revealed, group b streptococcus (gsb). The following day the patient's white blood cell count was at 11. The patient was improving. We have been unable to obtain any additional information surround this event.

Manufacturer narrative:
Device history record (DHR) and sterile lot review reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. See scanned page. (B)(4).